Event description:
Per the clinic, the patient experienced retention and feedback issue with the device. Subsequently, the implant magnet was explanted on (B)(6) 2025, under general anesthesia, and the patient was transitioned to a transcutaneous osia implant system using a new implant at a new site during the same surgery.